Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of: 178 mg/dl to 80 mg/dl; 178 mg/dl to 72 mg/dl. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.